Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was unresponsive. It was also reported that an occlusion alarm occurred. Customer cleared the alarm. Customer¿s blood glucose level was 319 mg/dl. The customer reverted to multiple dose injections for insulin therapy until replacement pump is received.